Manufacturer narrative:
Clarification to b3 date of event: partial date provided as "a week ago", relative to the initial report date of (B)(6) 2026. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported "change in shape, possible rupture". Later patient reported " felt sick for several days and had hives on entire body" and "deflation, looks different, and softer". This record is for the left side. The device remains implanted.